Event description:
This study compared complication rates and the effect of calcification when using proglide (suture-mediated closure) versus manta (plug-based closure) for large-bore closure. The study mentioned the following complications related to the use of proglide: pseudoaneurysm, stenosis, occlusive and non-occlusive thrombus, seroma, chronic hematoma, major and minor bleeding, and unspecified device failure; this would require treatment/an additional method to achieve hemostasis - the use of an additional proglide device, non-abbott devices, manual compression/pressure dressing, covered stent placement, and medication (thrombin) administration were all reported. Overall success rates were comparable between proglide and manta; however, proglide required more adjuncts to achieve successful hemostasis. Proglide showed higher posterior calcification rates and increased complications, while manta demonstrated superior hemostasis regardless of the calcification site. Specific patient information is documented as unknown. Details are listed in the attached article, titled "a comparative analysis of the early and late complication rates and the effect of calcification on the efficacy of manta and proglide vascular closure devices".

Manufacturer narrative:
B3: date of event is estimated. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number(s) was not provided. The patient effects of pseudoaneurysm, stenosis, hematoma, thrombosis, edema and hemorrhage are listed in the electronic proglide instructions for use as potential adverse events associated with the use of the device. Based on the information reported through the research article, a conclusive cause for the reported unspecified failure mode could not be determined. Additionally, a definitive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article attached titled: "a comparative analysis of the early and late complication rates and the effect of calcification on the efficacy of manta and proglide vascular closure devices".